Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of replacement surgery with non-mentor devices was (B)(6) 2021. Patient did not replace with mentor because she wanted saline product and didn't want to wait to have surgery. The following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2021. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: capsular contracture; baker grade unknown, and local reaction since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental medwatch report is for the patient¿s side implanted with lot number 44290. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 28, 2022, the mentor failure analysis lab received the deflated saline device for evaluation. Hence, there is no updates for other side. If any additional information is received in the future, file will be updated and supplemental information will be submitted. This supplemental medwatch report is for the patient¿s side with no reported rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with 300cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade unknown, local reaction and one side with rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s side implanted with lot number 44290.